Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 63.8cm was returned for analysis. External insulation abrasion was noted at 57.5-58.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that lead was explanted and replaced due to increased capture threshold. Patient condition was stable after the event.